Event description:
It was reported that after spaceoar vue and fiducial markers placement under general anesthesia, the physician was unsure if the hydrogel was misplaced or if it migrated. During the procedure, multiple attempts were made to position the needle in the designated area. In the physician's assessment, the most probable scenario is that the hydrogel was misplaced during the implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.